Event description:
The patient was being treated for bilateral iliac aneurysms and had an end to side knitted bifurcated aortic graft that had been placed many years prior. The planned procedure called for reimplantation of the left internal iliac, followed by placement of the excluder device. During the reimplantation portion of the procedure, the patient sustained significant blood loss and cell saver use was employed. The procedure was completed successfully.